Event description:
Revision surgery is required due to the screws loosening from the plate. According to the implanting physician, the patient was non-compliant and suffered a fall, while "helping someone move" less than six weeks post-op.